Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-05729. The same patient is represented in each medwatch.

Event description:
It was reported by the patient that she underwent a myomectomy on (B)(6) 2013 and suture was used. Three weeks post operatively the patient experienced a wound dehiscence. Additional information has been requested.